Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-05-13. H.6. Investigation summary customer returned (5) sealed 4mm, 32g pen needles from lot # 9288440. Customer states that there was no insulin flow during priming with 2 pen needles. All returned pen needles were tested and all were able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications based on the samples and/or photo(s) received the investigation concluded: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 2 bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g clogged. The following information was provided by the initial reporter: "it was reported that there was no insulin flow during priming with 2 pen needles from current box. 1 of 2. Consumer reported no insulin flow during priming with 2 pen needles from current box. Stated the 2nd pen needle from current box did not release insulin this morning. Stated 5/100 pen needles from his previous box did not release insulin during priming however, consumer discarded old box and was unable to provide lot # and catalog # from old box. Stated he primes before every injection and checks the pe of the needle to ensure it is straight. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9288440, medical device expiration date: 2024-10-31, device manufacture date: 2019-10-15, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown.

Event description:
It was reported that 2 bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g clogged. The following information was provided by the initial reporter: "it was reported that there was no insulin flow during priming with 2 pen needles from current box. 1 of 2. Consumer reported no insulin flow during priming with 2 pen needles from current box. Stated the 2nd pen needle from current box did not release insulin this morning. Stated 5/100 pen needles from his previous box did not release insulin during priming however, consumer discarded old box and was unable to provide lot # and catalog # from old box. Stated he primes before every injection and checks the pe of the needle to ensure it is straight. "